Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and the wall charger. A replacement usb cable and charger was sent to the customer. Follow up with the customer confirmed that the pump was able to be charged using the replacement usb cable and charger and no further issues were noted. There was no reported impact to the customer's blood glucose level.